Event description:
The customer contacted the company's customer experience via phone and left a voicemail on (B)(6) 2023 requesting a call back. An agent from the company's customer experience team called the customer back approximately four hours later to follow up. Additional follow up with the customer was conducted via email immediately after the initial call-back. The customer stated that nine months earlier on (B)(6) 2022 - they had inserted the device just prior to having intercourse but had difficulty removing the device afterwards. After the device was in place for approximately six hours, customer sought assistance at a local urgent care center. A physician's assistant (pa) removed the device via forceps without incident. No adverse symptoms were reported by either the customer or the medical provider during or immediately after removal of the device. The customer stated that they had been using the device "for years without incident." The customer stated that: (1) they discontinued use of the device after removal, and used pads and period underwear as they were still menstruating; (2) the day after removal of the device, on (B)(6) 2022, they experienced a headache and nausea; and (3) one week later, on (B)(6) 2022, they presented to the ER with flu-like symptoms including headache, body aches, fever and nausea. The customer further stated that they were admitted to the hospital for sepsis and a lung infection, required blood transfusions, and spent approximately 15 days in the ICU. As mentioned previously, a review of the visit notes from the urgent care indicated that the customer was not in distress, tolerated the medically-assisted device removal procedure well, and no adverse symptoms were reported. The urgent care visit notes include a "communication log" with notes from a follow-up phone call that took place one month after the encounter, on (B)(6) 2022, between the customer and the provider that removed the device. The notes from the follow-up call state "spoke with patient. States she is recovering from being admitted to hoag. States she was admitted d/t tss after a comprehensive work up in the ER." However, the customer has not said anything about a tss diagnosis in their direct communications to the company and none of the medical records provided contain a diagnosis of tss/stss or mention the device as being the probable cause of customer's illness. The device was discarded so was not available for testing, and the package with the remaining discs was also discarded so the manufacturing and lot number information were not available. Customer's medical records do include a diagnosis of sepsis, septic shock, anemia, hypokalemia, acute kidney injury, and empyema.. Clinical history noted on CT scan results indicate that the customer had "pneumonia, unresolved." Diagnostic results were also indicative of acute respiratory distress syndrome (ards) as the customer had bilateral pleural effusions and lab results were indicative of hypoalbuminemia. Lab work was performed. Urinalysis, urine culture, stool cultures, nasopharyngeal swabs, and blood culture were taken. A blood and pleural fluid culture both tested positive for streptococcus pyogenes strain, while a vaginal swab was positive for beta hemolytic streptococci, group a and beta hemolytic streptococci, group b. The customer received IV antibiotics and chest tubes were placed. The medical records also indicate that three units of blood product were issued from the blood bank. The customer was discharged 15 days after admission and received home health care for PICC line management and antibiotic administration for one month. Although no diagnosis of tss/stss was present in the hospital medical records provided, because cultures showed the existence of streptococci, and due to the notation in the urgent care's patient communication log, company has reviewed the medical records against the center for disease control's (cdc) stated criterion (as set forth in the manufacturer's narrative section) for streptococcal toxic shock syndrome (stss). The company found that the criterion were not met, as follows: (1) the cdc lists hypotension (a systolic blood pressure less than or equal to 90 mm hg), as one of the clinical criteria requirements for either a probable or confirmed diagnosis of stss. However, customer's systolic blood pressure readings were 100 mm hg and 107 mm hg on (B)(6) 2022 respectively and no other data was available to indicate hypotension. (2) the cdc also lists renal impairment (creatine levels greater than or equal to 2 mg/dl) as one of the clinical criteria requirements for a probable or confirmed diagnosis of stss. However, customer's medical records show a creatinine level at the time of admission of 1.90 mg/dl with a normal reference range of 0.40-1.50mg/dl. The customer's creatinine level subsequently dropped to 1.0 mg/dl with the next lab draw approximately 10 hours later, and according to subsequent lab draws in the summary notes it remained within normal limits for the remainder of the customer's hospital stay. The customer's creatinine lab values did not meet the criteria for renal impairment at any time as defined by the cdc above. (3) the cdc also lists coagulopathy (platelets less than or equal to 100,000/mm3 or disseminated intravascular coagulation (dic) defined by prolonged clotting times (pt inr), low fibrinogen level, and the presence of fibrin degradation products (fdp), as one of the clinical criteria requirements for a probable or confirmed diagnosis of stss. Although customer's medical records indicate prolonged clotting time at the time of admission, there were no lab results that indicate the presence of dic, fibrinogen levels, or fdps. In addition, the medical records indicate that the customer's platelet count was 518,000/mm3 at the time of admission and remained elevated throughout the customer's hospital stay - well above, rather than below the 100,000/mm3 level. Accordingly, there is no evidence to indicate coagulopathy was present so this clinical criterion is absent. (4) the cdc lists liver involvement (alanine aminotransferase (alt), aspartate aminotransferase (ast), or total bilirubin levels greater than or equal to twice the upper limit of normal for the patient's age), as one of the clinical criteria requirements for either a probable or confirmed diagnosis of stss. Labs indicate this customer's alt at the time of admission was 40u/l with a normal reference range of <35 u/l, and their ast was 46 u/l with a normal reference range of 14 - 36 u/l. Neither of these measurements are greater than or equal to twice the upper limit of normal. Subsequent lab results also showed that the customer's alt decreased and remained within normal limits for the remainder of the customer's hospital admission. The customer's ast decreased and remained within normal limits until a lab draw on (B)(6) 2022 when it increased to 54 u/l but even this maximum was not greater than or equal to twice the upper limit of normal and in any event, ast levels dropped back to 31 u/l the following day, which was the final lab result available for this value. Furthermore, the customer's total bilirubin level at admission was 0.9 mg/dl with a normal reference range of 0.2 -1.3 mg/dl. Subsequent lab results indicate the customer's total bilirubin remained within normal limits until it dropped to 0.1mg/dl on (B)(6) 2022. The next and final lab results available for the customer's total bilirubin level drawn on (B)(6) 2022 indicate it was back within normal limits at 0.2mg/dl. Accordingly, there is no evidence to indicate liver involvement was present so this clinical criterion is absent. (5) the cdc also lists soft-tissue necrosis as one of the clinical criteria requirements for a probable or confirmed diagnosis of stss. However, customer's medical records make no mention of soft-tissue necrosis, so this clinical criterion is absent. (6) the cdc also lists a generalized erythematous macular rash that may desquamate as one of the clinical criteria requirements for a probable or confirmed diagnosis of stss. However, customer's medical records make no mention of rash, so this clinical criterion is absent. Furthermore, it is impossible to conclude where the customer's infection started (whether in the vagina or in the lungs as a potential result of customer's unresolved pneumonia) and as the device in question was disposed of, bacteriological testing could not be performed to confirm the presence of group a streptococcus on the device itself. Therefore, no conclusive evidence exists to isolate the device as the direct cause of this event. The company's ob/gyn medical advisor states that more likely sources of infection were sexual intercourse (as the customer indicated that they had sexual intercourse while using the device), or a finger or penis which could have introduced the bacteria into the customer's vagina if that is where the infection started, because group a streptococcus commonly lives on the skin, and in the nose and throat.

Manufacturer narrative:
Per the national notifiable diseases surveillance system (nndss) on the cdc website (see https://ndc.services.cdc.gov/case-definitions/streptococcal-toxic-shock-syndrome-2010/), the case definition for streptococcal toxic shock syndrome (stss) (streptococcus pyogenes) indicates the following: "clinical criteria an illness with the following clinical manifestations: hypotension defined by a systolic blood pressure less than or equal to 90 mm hg for adults or less than the fifth percentile by age for children aged less than 16 years. Multi-organ involvement characterized by two or more of the following: renal impairment: creatinine greater than or equal to 2 mg/dl (greater than or equal to 177 mol/l) for adults or greater than or equal to twice the upper limit of normal for age. In patients with preexisting renal disease, a greater than twofold elevation over the baseline level. Coagulopathy: platelets less than or equal to 100,000/mm3 (less than or equal to 100 x 106/l) or disseminated intravascular coagulation, defined by prolonged clotting times, low fibrinogen level, and the presence of fibrin degradation products. Liver involvement: alanine aminotransferase, aspartate aminotransferase, or total bilirubin levels greater than or equal to twice the upper limit of normal for the patient's age. In patients with preexisting liver disease, a greater than twofold increase over the baseline level. Acute respiratory distress syndrome: defined by acute onset of diffuse pulmonary infiltrates and hypoxemia in the absence of cardiac failure or by evidence of diffuse capillary leak manifested by acute onset of generalized edema, or pleural or peritoneal effusions with hypoalbuminemia. A generalized erythematous macular rash that may desquamate. Soft-tissue necrosis, including necrotizing fasciitis or myositis, or gangrene. Clinical manifestations do not need to be detected within the first 48 hours of hospitalization or illness, as specified in the 1996 case definition. The specification of the 48 hour time constraint was for purposes of assessing whether the case was considered nosocomial, not whether it was a case or not. Laboratory criteria for diagnosis isolation of group a streptococcus. Case classification: probable. A case that meets the clinical case definition in the absence of another identified etiology for the illness and with isolation of group a streptococcus from a non-sterile site. Confirmed: a case that meets the clinical case definition and with isolation of group a streptococcus from a normally sterile site (e.g., blood or cerebrospinal fluid or, less commonly, joint, pleural, or pericardial fluid)."